Manufacturer narrative:
Corrected fields: bsc aware date: 12/23/2025.

Event description:
It was reported that this pacemaker exhibited intermittent undersensing on presenting electrogram (egm) and farfield oversensing. Technical services (ts) reviewed the report and confirmed undersensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited intermittent undersensing on presenting electrogram (egm) and farfield oversensing. Technical services (ts) reviewed the report and confirmed undersensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited intermittent undersensing on presenting electrogram (egm) and farfield oversensing. Technical services (ts) reviewed the report and confirmed undersensing. This device remains in service. No adverse patient effects were reported. Additional information, device was reprogrammed with an increased sensitivity. Patient's following device clinic was notified of the change.